Manufacturer narrative:
H3 product analysis: ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within plastic bio-pouches. The pipeline flex was returned outside the marksman catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. No damage was found with marksman catheter distal tip/marker band. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the device was resheated. In addition, the pipeline flex braid ends were found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that the braid was not positioned in the vessel bend, which eliminates this factor out as potential causes. In addition, the pipeline flex and marksman catheter could not be confirmed to have resistance during delivery as no defect were found with the pipeline flex and marksman catheter. No resistance was observed during testing. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. How ever, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had a dissecting aneurysm at the v4 segment of the right vertebral artery. After femoral artery puncture and establishment of the access route, the microcatheter was positioned with the microguidewire. The ped 375-30 dense mesh stent was delivered. During deployment, the distal end of the stent failed to open properly, and could not be opened despite repeated attempts. To ensure procedural safety, both the microcatheter and stent were replaced with new ones. The new stent was successfully opened and implanted, and the procedure was completed safely. The pipeline was not positioned in a bend. Catheter resistance in the distal section was reported. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a dissecting right vertebral artery aneurysm with a max diameter of 7.9mm and a 3.6mm neck diameter. Landing zone: distal: 3.2mm and proximal: 3.9mm. Access vessel was the femoral artery. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed the contrast agent retained within the aneurysm.